Manufacturer narrative:
(B)(4). This is report 1 of 3 for this incidence of peritonitis. As patient discards supplies after each use, a sample was not available for evaluation. Follow up will be submitted as information becomes available.

Manufacturer narrative:
(B)(4): follow up was done by baxter on (B)(6) 2011 and the following information was obtained from the pd nurse. On an unreported date, the patient began peritoneal dialysis using pd4 ambuflex (dose, lot number, and frequency was unknown). On (B)(6) 2011, the patient was hospitalized for peritonitis manifested by abdominal pain and cloudy effluent. That same day a pd effluent culture was performed which revealed no growth. There was no exit site or tunnel infection. It was unknown if a gram stain or wbc was performed. The patient was treated with antibiotics however it was unknown if the pd effluent was taken prior to the start of antibiotic therapy. The patient had been out of town during the event of peritonitis. The patient was transferred to another hospital closer to his home. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date in 2011, the event of peritonitis was resolved. At the time of this report the patient was on back up hemodialysis. The indication for back up hemodialysis was not reported. The event of peritonitis was not related to the dianeal solution or homechoice machine. The reporter stated the patient denied a break in technique and that the patient had been on vacation at the time he experienced peritonitis. A batch review of potentially associated lot numbers h10l22040, h10k27058 was performed with no issues noted during the manufacturing process. The assignable cause of this incident was undetermined. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
Product surveillance contacted the home patient's (hp) registered nurse (rn) on (B)(6) 2011 regarding the hp having problems with draining. The nurse stated that the hp has peritonitis and is on temporary hemodialysis (starting (B)(6) 2011). The nurse said that the hp had started treatment for peritonitis around (or before - rn not sure) (B)(6) 2011. No further information available at this time.